Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance, with measurements varying from 120 to 420 ohms. It was also noted that noise was intermittently sensed while the patient was sitting in the clinic. Neither the low impedance or the noise could be reproduced with isometrics. An insulation break was suspected.